Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support to report a blank screen during an unknown cycle of dialysis on the liberty select cycler. Patient was advised to discontinue use of the cycler. Patient will perform alternate treatment. The fresenius technical support representative issued a replacement cycler to resolve the problem. There was no patient harm or adverse event, and no medical intervention was required. Additional information has been received from the clinic. No patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete the treatment by manual exchanges on the day of the reported event. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.